Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, iol was exchanged for monofocal lens 6 days after the initial implant procedure. Clinical reason for explant was ruptured capsule and lens fragment. Additional information has been requested.